Event description:
The customer reported that her olympus evis exera ii xenon light source blew a fuse in the middle of an unspecified procedure. The staff moved to another room to complete the procedure without any patient harm.

Manufacturer narrative:
The customer called in to olympus technical assistance center (tac) personnel to report his problem. During the call, the customer noted that the staff had recently replaced the same fuse approximately two weeks ago. After receiving that information, tac noted that the device might be compromised and should be returned for evaluation and possible repair. At this time, the device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. If the serial number is provided, a supplemental report will be submitted. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.